Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information a2 - age at time of event: 85 years old at the time of study enrollment e1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that restenosis and reduced blood flow occurred, requiring additional device. On (B)(6) 2025, the subject was enrolled into a clinical study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm venous outflow with 6.4 mm reference vessel diameter, 75.0 mm length and 90% stenosis with no calcification. Pre-dilatation was performed using 6mm x 40 mm balloon with residual stenosis of 25%. The target lesion was treated with 6 mm x 100 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 25%. Post procedure, the subject was advised to continue ongoing aspirin and anti-coagulant medication therapy. On (B)(6) 2025, the subject was noted with decreased blood flow indicating av access dysfunction. An avf functional assessment revealed flow volume (fv) of 185 ml/min, resistance index (ri) of 0.76, systolic blood pressure of 149 mmhg, and diastolic blood pressure of 95 mmhg. On the same day, 140 days post index procedure, 99% stenosis noted in left arm anastomosis (non- target lesion) with 50 mm lesion length was treated by percutaneous intervention using 5 mm x 20 mm non boston scientific balloon and the final residual stenosis was noted to be 0%. At the time of event, subject was on aspirin and anti-coagulant medication. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the venous outflow, with 5.4 mm reference vessel diameter, 57.81 mm length, and 68.52 % diameter stenosis. Aneurysm was present prior to pre-dilatation and remained unchanged after pre-dilatation, and after test device usage. Post test device usage, the diameter stenosis was noted to be 19.3 %. On (B)(6) 2025, the outcome of the event was considered as resolved. It was further reported that on (B)(6) 2025, the subject presented for protocol required 9 months follow up visit and underwent avf evaluation which revealed decreased blood flow indicating av access dysfunction. Avf functional assessment revealed flow volume (fv) of 376 ml/min, resistance index (ri) of 0.62, systolic blood pressure of 165 mmhg, and diastolic blood pressure of 107 mmhg. On the same day, 259 days post index procedure, 90 % stenosis noted in left arm anastomosis and venous outflow with 20 mm lesion length was treated by percutaneous intervention with poba and the final residual stenosis was noted to be 10 %. Event core lab duplex ultrasound findings dated (B)(6) 2025 revealed left radiocephalic arteriovenous fistula (target avf) with patent inflow vessel with peak systolic velocity of 135 cm/s, patent proximal access (swing point) with peak systolic velocity of 141 cm/s, patent mid access (cannulation zone) with peak systolic velocity of 73 cm/s, patent distal access (cephalic arch) with peak systolic velocity of 92 cm/s, and patent axillosubclavian junction with peak systolic velocity of 107 cm/s. However, arterial anastomosis was not assessed. The outcome of the event was considered as resolved.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. A2 - age at time of event: 85 years old at the time of study enrollment. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that restenosis and reduced blood flow occurred, requiring additional device. On (B)(6) 2025, the subject was enrolled into a clinical study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm venous outflow with 6.4 mm reference vessel diameter, 75.0 mm length and 90% stenosis with no calcification. Pre-dilatation was performed using 6mm x 40 mm balloon with residual stenosis of 25%. The target lesion was treated with 6 mm x 100 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 25%. Post procedure, the subject was advised to continue ongoing aspirin and anti-coagulant medication therapy. On (B)(6) 2025, the subject was noted with decreased blood flow indicating av access dysfunction. An avf functional assessment revealed flow volume (fv) of 185 ml/min, resistance index (ri) of 0.76, systolic blood pressure of 149 mmhg, and diastolic blood pressure of 95 mmhg. On the same day, 140 days post index procedure, 99% stenosis noted in left arm anastomosis (non- target lesion) with 50 mm lesion length was treated by percutaneous intervention using 5 mm x 20 mm non boston scientific balloon and the final residual stenosis was noted to be 0%. At the time of event, subject was on aspirin and anti-coagulant medication. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the venous outflow, with 5.4 mm reference vessel diameter, 57.81 mm length, and 68.52 % diameter stenosis. Aneurysm was present prior to pre-dilatation and remained unchanged after pre-dilatation, and after test device usage. Post test device usage, the diameter stenosis was noted to be 19.3 %. On (B)(6) 2025, the outcome of the event was considered as resolved. It was further reported that on (B)(6) 2025, the subject presented for protocol required 9 month follow up visit and underwent avf evaluation which revealed decreased blood flow indicating av access dysfunction. Avf functional assessment revealed flow volume (fv) of 376 ml/min, resistance index (ri) of 0.62, systolic blood pressure of 165 mmhg, and diastolic blood pressure of 107 mmhg. On the same day, 259 days post index procedure, 90 % stenosis noted in left arm anastomosis and venous outflow with 20 mm lesion length was treated by percutaneous intervention with poba and the final residual stenosis was noted to be 10 %. Event core lab duplex ultrasound findings dated (B)(6) 2025 revealed left radiocephalic arteriovenous fistula (target avf) with patent inflow vessel with peak systolic velocity of 135 cm/s, patent proximal access (swing point) with peak systolic velocity of 141 cm/s, patent mid access (cannulation zone) with peak systolic velocity of 73 cm/s, patent distal access (cephalic arch) with peak systolic velocity of 92 cm/s, and patent axillosubclavian junction with peak systolic velocity of 107 cm/s. However, arterial anastomosis was not assessed. The outcome of the event was considered as resolved. It was further reported that the event core lab duplex ultrasound findings dated (B)(6) 2025 revealed patent arterial anastomosis with peak systolic velocity of 303 cm/s.

Event description:
It was reported that restenosis and reduced blood flow occurred, requiring additional device. On (B)(6) 2025, the subject was enrolled into a clinical study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm venous outflow with 6.4 mm reference vessel diameter, 75.0 mm length and 90% stenosis with no calcification. Pre-dilatation was performed using 6mm x 40 mm balloon with residual stenosis of 25%. The target lesion was treated with 6 mm x 100 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 25%. Post procedure, the subject was advised to continue ongoing aspirin and anti-coagulant medication therapy. On (B)(6) 2025, the subject was noted with decreased blood flow indicating av access dysfunction. An avf functional assessment revealed flow volume (fv) of 185 ml/min, resistance index (ri) of 0.76, systolic blood pressure of 149 mmhg, and diastolic blood pressure of 95 mmhg. On the same day, 140 days post index procedure, 99% stenosis noted in left arm anastomosis (non- target lesion) with 50 mm lesion length was treated by percutaneous intervention using 5 mm x 20 mm non boston scientific balloon and the final residual stenosis was noted to be 0%. At the time of event, subject was on aspirin and anti-coagulant medication. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the venous outflow, with 5.4 mm reference vessel diameter, 57.81 mm length, and 68.52 % diameter stenosis. Aneurysm was present prior to pre-dilatation and remained unchanged after pre-dilatation, and after test device usage. Post test device usage, the diameter stenosis was noted to be 19.3 %. On 15-aug-2025, the outcome of the event was considered as resolved.

Manufacturer narrative:
A2 - age at time of event: 85 years old at the time of study enrollment. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone:. (B)(6).